Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. Customer's blood glucose level was over 400. Customer reported that they had low blood glucose earlier and it was 42 mg/dl. Customer reported that the high blood glucose was caused by over treatment of low blood glucose. Customer declined to troubleshooting for low blood glucose. Customer did not provide how they treat the low blood glucose. Customer reported the auto mode readiness screen displayed a message as a auto mode warming up. Customer was advised to review auto mode readiness screen. Customer was to monitor the insulin pump as status will update once the 48-hour warm up period completes. Insulin pump will not be returned for analysis.